Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown tfna nail, 235mm. Part and lot numbers are not available for reporting. Additional device product code is hwc. The subject device is expected to be returned to the synthes manufacturer for evaluation but have not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was scheduled on (B)(6) 2017 due to trochanteric fixation nail advanced (tfna) system fixation failure, nonunion of a proximal femur fracture, and re-fracture above level of cable due to failure of fixation. The patient sustained a complex reverse intertrochanteric right femoral fracture on (B)(6) 2016 and underwent surgery on (B)(6) 2016 to treat the fracture. During this surgery the fracture was reduced and stabilized with one (1) unknown 1.7mm cerclage cable, one (1) unknown ztemp trochanteric fixation nail advanced (tfna) nail 235mm right, and one (1) unknown ztemp tfna helical blade (dynamic locking mode). The postoperative course was uneventful. One (B)(6) 2017, the patient presented at the hospital emergency department. X-ray revealed implant failure of the tfna nail at the level of the proximal aperture above the level of the cable. Additional information regarding the revision surgery and patient outcome was not available for reporting as of the date of this report. This report is for one (1) unknown tfna nail, 235mm. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device lot number 7885699. Manufacturing location: (B)(4). Date of manufacture: 26-jan-2015. Expiration date: 31-jan-2025. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
He revision surgery was relatively uncomplicated. The broken implant was simple to remove, the proximal end pulled out with the extraction bolt (set screw intact), the blade was removed as per surgical technique. The connection screw from the blade impactor was used to screw into the cannulation thread distal to the blade/screw aperture to remove the distal end of the nail following removal of the distal locking screw. So removing the broken nail was slightly more difficult than removing an intact nail; however, was quite simple really as the tfna has a thread distal to the aperture where the nail was broken which aided removal of the remaining nail distal to the aperture. There was no allegation of a failure of the blade and cable. Concomitant parts reported: 1x unk bolt, part unk, lot unk+unk set screw, part unk, lot unk. + 1x unk connection screw part unk, lot unk+ 1x blade impactor, part unk, lot unk.

Manufacturer narrative:
Products were not returned and an investigation could not be performed. Photo review: the broken nail is visible. X-ray review: the broken nail is visible. 04.037.114s / 7885699 - DHR review showed no issues. Dcrm review: the design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product problem field was incorrectly reported in initial medwatch #(B)(4). There was no allegation of product malfunction. This report was for an adverse event with required intervention to prevent permanent impairment/damage. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.